Manufacturer narrative:
From the description of the event and inspection, it appears that the bellows at the top of the table column was either damaged or not fully zipped. Investigation by the steris technician revealed that the hospital biomed reported that the floor was covered with a pool of water and that the zippered area around the bellows was thin and worn to the point that light could be seen coming through the area. There is a sealed lip at the top of the bellows that should prevent fluid intrusion. Technician was instructed to verify presence of rtv sealant and check sheet metal for bends. Tech has been told to replace the worn bellows, the relay board and manual switch board as a preventive measure. Tech has been instructed to share the rtv information with facility biomed. The table is designed to splash resistant to the ipx4 requirement found. The absence of rtv and or damage around the top portion of the bellows would make the table susceptible to fluid intrusion, this is a maintenance related issue. The steris sales representative has also been requested to re-inservice the account.

Event description:
It was reported to boston scientific corporation that a lynx system was used during a lynx sling procedure performed on (B) (6) 2008. According to the complainant, in (B) (6) 2010, the patient presented with erosion. The sling was noted to be coming through the vaginal wall. The patient underwent surgery on (B) (6) 2010 to have the part of the sling that eroded into the vagina removed and the tissue repaired. The patient reported on (B) (6) 2010 that she is "having even more problems". Follow up with the complainant is ongoing.

Manufacturer narrative:
The user facility declined steris' offer for an in-service training.

Event description:
During a procedure that requires a large amount of water/saline the table unexpectedly went into a trendelenburg position, and the motor continued to run even at the full extent of the position. The patient on board began to slide and was held by or room personnel and subsequently moved off of table. It is believed that water/saline from the procedure ran onto the table column and through the zipper area on the column top. Thus dripping on relay board and activating table without operator input. Patient suffered no injuries.